Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#, (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 01-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had withdrawal symptoms and the catheter had disconnection from the pump. It was noted that an x-ray was performed to verify the catheter's disconnection. Per the caller he wanted to get in touch with a device manufacturer representative to figure out what steps needed to be taken to repair the catheter. No further complications have been reported as a result of this event.